Event description:
It was reported that the connecting tube broke and cannot be connected. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 06-sep-2024. H4: device manufacturer date: the device was manufactured in january 2011 based on the three-digit lot number. The specific date could not be determined with that information. Based on the results of the investigation, it is presumed that the connecting tube could not be connected due to detachment of lock lever by external stress. As a cause of the external stress, the user may have applied force toward incorrect direction. However, a definitive root cause could not be determined. The event can be detected by following the instructions for use (IFU): 9 preparation and inspection, 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.